Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing test at the user facility, the subject device tested positive for the following some kinds of bacteria. The subject device tested positive for enterobacteriales and serratia marcescens (total of microbial colony count 80 cfu/ 100 ml) on (B)(6) 2017. The air/water channel, the suction channel and the biopsy channel of the subject device tested positive for pseudomonas aeruginosa, serratia marcescens and other microorganisms (total of microbial colony count about >100 cfu/ 100 ml) on (B)(6) 2017. The air/water channel and the biopsy channel of the subject device tested positive for enterobacter cloacae (6 cfu/ 100 ml) on (B)(6) 2017. There was no report of infection associated with this report.